Event description:
It was reported that (1) tct75 was used during a bowel procedure. It was reported by the rep that the surgeon said "linear cutter would not fire straight out of the box". Opened a second instrument and it fired fine to complete the case. There was no consequence to the pt.